Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted a slight bend in the terminal boot insulation, deformed conductor coils (i.e., compression damage) approximately 238 mm and 242 mm from the terminal pin, and bends in the lead insulation approximately 252 mm and 255 mm from the terminal pin. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the anode conductor coil was fractured at the distal end of the terminal pin. This fracture likely resulted in the observed noise, oversensing, loss of capture, and unexpected lead measurements. Testing confirmed the cathode conductor coil was not fractured. Imaging of the lead, as well as detailed testing completed in the corporate laboratory verified the anode coil was fractured due to mechanical damage sustained during the manufacturing process.

Event description:
--

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pacing impedances, high thresholds and oversensed noise leading to inappropriate shock. Surgical intervention was performed and the lead was tested with the pacing system analyzer (psa). Psa results noted intermittent capture and noise. The lead was explanted and visual inspection noted what appears to be a lead fracture proximal to the suture sleeve. The patient is pacemaker dependent however no adverse patient effects were reported.